Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse repaired the lid. The fse also found a small leak coming from the white connector. The connector was repaired and the waterline was disinfected. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the endoscope reprocessor had a crack in the lid. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to e2. It has been over 2 years since the subject device was manufactured. It was initially reported the endoscope reprocessor had a crack in the lid. There is no patient involvement associated with this device malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.